Event description:
It was reported that cartridge leaked insulin from o-ring area near bottom of cartridge by pneumatic tap port during off-pump filling and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, loaded insulin again, and successfully resumed insulin therapy, and no additional resolution was required.